Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that sometimes the urine was not collected when using the purewick female external catheter. The liberator representative advised the patient to pinch the tip of the wick and the patient would try that. Per follow up on 14jul2021, customer had 2 urinary tract infections since may and doctor thought it was from using the purewick female external catheter. Customer stated urinary tract infection was treated with antibiotics both times. Customer stated purewick urine collection system did not start suctioning immediately when begins to urinate, it would start suctioning during the middle of urinating caused to be wet each time. Customer tried pinching the wicks and tried wearing depends but still ends up wet. Customer¿s nurse could help to find the correct placement or determine what was doing wrong. Customer also noted that placed the unit on the floor to see if that helps and it did not resolve the issue.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to inadequate material selection -materials of construction are not bio-compatible or material surface is rough, abrasive or uncomfortable". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ''the IFU states "replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. The IFU also states: " to avoid potential skin injury, never push or pull the purewicktm female external catheter against the skin during placement or removal. Never insert the purewicktm female external catheter into vagina, anal canal, or other body cavities. Discontinue use if an allergic reaction occurs". It also states "assess device placement and patient¿s skin at least every 2 hours". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes the urine was not collected when using the purewick female external catheter. The liberator representative advised the patient to pinch the tip of the wick and the patient would try that. Per follow up on (B)(6) 2021, customer had 2 urinary tract infections since may and doctor thought it was from using the purewick female external catheter. Customer stated urinary tract infection was treated with antibiotics both the times. Customer stated purewick urine collection system did not start suctioning immediately when begins to urinate, it would start suctioning during the middle of urinating and caused getting wet each time. Customer tried pinching the wicks and tried wearing depends but still ends up with wet. Customer¿s nurse could help to find the correct placement or determine what was done wrong. Customer also tried placing the unit on the floor to see if that helps but it did not resolve the issue.